Event description:
The customer localized the issue to the power supply assembly. The customer replaced the power supply assembly to resolve the issue.

Manufacturer narrative:
(B)(4): the customer localized the issue to the power supply assembly. The customer replaced the power supply assembly to resolve the issue. No further communication was requested and none is warranted. This was a malfunction of the power supply assembly.